Manufacturer narrative:
The reported condition has been confirmed and attributed to the instruments return spring. A corrective action has been implemented in order to prevent this condition from recurring.

Event description:
The device was used during a procedure on the lung. Reportedly, the instrument did not fire. The surgeon used another instrument to complete the procedure. The hospital has reported no patient injury occurred.